Event description:
It was reported that during function check, the cardiosave intra-aortic balloon pump (iabp) batteries were dead and the console was not locked in the cart. It was not possible to lock the console in the cart because the locking mechanism was stuck. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) stated it was not possible to lock the console in the cart because the locking mechanism was stuck. To resolve issue, he repaired the locking mechanism and performed functional tests and safety checks. Repair was done.

Event description:
N/a.